Manufacturer narrative:
Unit received with stripped coin slot. Unit had a missing retainer and missing reservoir tube o-ring. The p-cap does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery cap was frayed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.